Event description:
The risk manager of the hospital reported that the ring of the insert fractured.

Manufacturer narrative:
The device along with additional information such as catalog number/lot code, patient x-rays, medical records and operative reports was requested several times but not provided. If additional substantive information becomes available, the results will be submitted in a supplemental report.